Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. Upon removal of the cassette from the cycler door, patient noticed that the whole tubing cassette was wet. Patient had no adverse effects and did not require any medical intervention. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.